Manufacturer narrative:
Com-(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the receiver restarted after the center button was pressed. No data was available for evaluation. Confirmation of the complaint could not be determined. The probable cause could not be determined. The receiver has been received for evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.

Manufacturer narrative:
(B)(4)

Event description:
The complaint receiver was returned for evaluation. The device was visually inspected and no defect was found. The receiver will not boot or charge. The device was opened and a defective battery was found. A good battery was used in the device to run the functional test and the device passed all relevant testing. The receiver download was retrieved and confirmed the complaint. The reported event was confirmed. A probable cause is determined to be a defective battery.